Event description:
The customer reported being hospitalized due to high blood glucose of over 600mg/dl. The customer was experiencing unexplained high glucose for the past day. The customer stated that she bolused twice while shopping. The customer stated that her glucose was reading high on her blood glucose meter. The customer changed the infusion set, but her glucose level continued being high. It was stated that the customer was treated with an insulin drip. The customer's most recent glucose reading was 278mg/dl. Troubleshooting was performed. The time, date, and programming were correct. Ran a fixed prime test and passed. Advised the customer that a tubing clamp will be sent to her and to call back once received to perform the high pressure test. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of or knowledge.